Manufacturer narrative:
(B)(4). The report of kinked guide wire due to dilator resistance was confirmed through complaint investigation of the returned sample. The customer provided a photo showing the kit tray and lidstock as well as the guide wire/dilator for analysis. No defects were observed on the components from the image. The customer supplied video showed the customer inserting the guide wire through the dilator hub. Resistance was encountered, which prevented the guide wire from passing. The customer also returned one, opened cvc kit for analysis. The guide wire and dilator will be analyzed as part of this complaint. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the dilator was kinked directly adjacent to the distal j-bend. This resulted in the j-bend to be misshapen. Microscopic examination confirmed the damage to the guide wire and revealed that the distal and proximal welds were secure and intact. In addition to the damage on the guide wire, the dilator also contained an extrusion defect. This defect occluded the dilator. The kink on the guide wire measured 580mm from the proximal weld. The guide wire total length measured 603mm, which was wi thin the specification limits of 596mm-604mm per the guide wire product drawing. The kink and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter measured 0.823mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The defect on the dilator body measured 17mm-38mm via calibrated ruler from the dilator hub. The dilator outer diameter measured 2.867mm via calibrated micrometer, which was within the specification limits of 2.820mm-2.870mm per the dilator extrusion product drawing. The dilator inner diameter (in an area not affected by the defect) measured 1.651mm via calibrated pin gauge, which was within the specification limits of 1.60mm-1.70mm per the dilator extrusion product drawing. Functional inspection was performed per IFU, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The proximal end of the returned guide wire was inserted through the dilator tip. Major resistance was encountered at the location of the extrusion defect. This prevented the guide wire from being able to pass. The IFU provided with the kit informs the user, "do not use if package is damaged". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the use in the anesthesia department, it was found that the guide wire was unable to pass through the dilator hole. After investigation, it was discovered that there was a blockage within the dilator. The physician proceeded to directly insert the guide wire into the patient's body through the needle to complete the placement of the central venous catheter (cvc)." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the use in the anesthesia department, it was found that the guide wire was unable to pass through the dilator hole. After investigation, it was discovered that there was a blockage within the dilator. The physician proceeded to directly insert the guide wire into the patient's body through the needle to complete the placement of the central venous catheter (cvc)." No patient harm was reported. The patient's condition is reported as fine.